Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-00716 pertains to the other device. It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2010. There were no complications during this procedure. According to the complainant, post procedure, the patient experienced pain in the lower back and pelvic area that radiated down one leg, vaginal bleeding, and dyspareunia. The exact nature and date of onset of the bleeding and dyspareunia are unknown. The patient presented to the implanting physician with pain on (B)(6) 2011. On that date, the physician did not find anything wrong with the implants and did not prescribe any medication. The patient has not returned to the physician since that date and did not present to this physician with bleeding or dyspareunia. There was no treatment or hospitalization for the patient. There is no further medical intervention planned. It was reported that the patient did not have any relevant preexisting medical conditions that could have contributed to this event. The patient's current condition is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.